Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusions can be made. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged aortically post deployment. The valve was secured at the sinotubular junction (stj). Subsequently, a second valve was implanted successfully. Coronary perfusion was verified post-deployment. No additional adverse patient effects were reported.